Event description:
Information received indicates during a preventive maintenance check the technician found hydraulic fluid all over the intellidrive components.

Manufacturer narrative:
The technician replaced the pacm circuit board, the controller and the battery kit to repair the bed.